Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device charged the energy, and when the shock button was pressed, the device changed the energy selection on its own and would not discharge. Complainant indicated that there was no patient involvement in the reported malfunction.